Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a leak can occur due to one or more of the following probable causes iab leak an intra aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Iab leaks can result from the following cases 1. Membrane perforations caused by: abrasions tears (penetration by sharp objects). 2. Catheter perforations sharp objects. Severe kinks. 3. Inner lumen breaks or kinks. 4. Tip leaks. 5. Rear seal leaks.

Event description:
It was reported that blood had entered the balloon catheter equipment, and the customer declined paid maintenance services from the manufacturer. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).